Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said they can't get the handset to connect to the implant to turn therapy on since sunday. Patient said the handset goes through its cycle but then it just stops and says it can't connect. Patient tried scanning the code manually, but that didn't resolve the issue. During the call, patient was able to connect the handset to the recharger and confirmed that the implant was at 100% charge. Patient also mentioned that implant site is tender and swollen, and sometimes turns sideways. Patient mentioned that they had a severe fall a couple months ago and the implant site has always been tender and swelling. Technical services had caller reset the communicator. The troubleshooting steps that were taken on the call resolved the issues.